Event description:
It was reported that procedure was cancelled. The patient presented with chest pain and was scheduled for an intravascular ultrasound (ivus) guided percutaneous transluminal coronary angioplasty (ptca) using the polaris mmg system. During the procedure, the ivus imaging intermittently failed, causing the image to disappear. The procedure was cancelled due to this event. This issue has been reported in several recent cases, according to the physician. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).